Event description:
The manufacturer received information alleging a service required code related to check circuit. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The foam of the inlet air path assembly was observed to not fit properly and was blocking the inspiratory port. The device's inlet air path assembly needs replaced to address the issue.